Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later reported rupture confirmed via ultrasound and physical examination. Device remains implanted.

Event description:
Patient reported left side rupture. Healthcare professional later reported rupture confirmed via ultrasound and physical examination. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare professional reported "shell completely shredded: looking at loose gel". Device has been explanted.